Event description:
It was reported that during an implant attempt, the lead dislodged. Upon repositioning the lead, the helix would not extend. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the full lead was returned and analyzed and no anomalies were found. There was blood in/on the helix mechanism.